Event description:
A malfunction occurred with the customer's pump, which displayed a specific malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support took corrective actions by arranging for a replacement pump with updated software to be sent to the customer. Customer reverted to an alternative method of insulin therapy.